Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds), the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated, and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The IFU warns against inappropriate reprocessing, as follows: "the use of equipment that has not been properly or completely cleaned or disinfected (or sterilized) or stored properly can infect patients or surgeons." ¿using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that after disinfection of the colonovideoscope, the fluid that passed through the forceps channel of the endoscope was tested positive for an unexpected contamination. The issue was found during a routine culture of the scope, and the clinical use of the scope was discontinued. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.